Event description:
It is reported this event occurred in the patient's room. The insertion site was the upper arm. Following the insertion of a navilyst excela PICC catheter, the nurse was unable to remove the biosensor from the catheter. While attempting to remove the biosensor, the biosensor fractured leaving a distal part of it in the catheter. The nurse stated, he removed the catheter and replaced with a new catheter. No delay in treatment was noted. There was no reported patient injury, complications, or death.

Manufacturer narrative:
Complaint no. (B)(4).